Event description:
It was reported that the foam was not glued down on the nc 1630 bladeguard ii double needle counter, causing a needlestick incident. The nurse went to stick the needle in and the foam moved. They threw away that container, and 3 more that they found that were defective; therefore no samples or lot codes are available. The nurse was sent for first aid and routine blood tests. She rec'd no other treatment. The source pt blood tests were negative.